Manufacturer narrative:
In response to FDA report number: mw5088617. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: large swelling under arm (lymphnodes). Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported ¿I feel it is related to the implants, having these foreign bodies in my chest. I don't believe there was enough research done on implants I want to get them taken out because I feel that eventually they are going to kill me¿, ¿I am left with no choice because if I leave these in, I am just going to continue to get sicker¿ ¿ they have to come out. I can't go on living and feeling like this anymore¿, and "I have large swelling under arm where lymphnodes are." The patient additionally reported "I feel more ill", "absolutely no energy", "body aches", "dry eyes and mouth (I keep ice in my mouth that¿s hard to do because my teeth are so sensitive and this has not happened before the implants started¿, "something is going on", "I get infections so easy", and ¿my health is getting worse¿; these event are not device related. This record is for the right side.